Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb had a needle retraction failure the following information was provided by the initial reporter: material no.: 305271 batch no.: unknown it was reported that needle does not retract quickly, causing two needle stick injuries. On (B)(6) 2021 response: the 1st needlestick occurred on (B)(6) 2021 and the 2nd needlestick occurred on (B)(6) 2021. On both occasions the nurses were evaluated by medical providers and labs were obtained. The nurse reported on (B)(6) 2021 that she fully engaged the safety device after administering the covid vaccine in a mass immunization clinic. She placed it in her work apron until she could walk back to the sharps box. When she pulled it out of her work apron, she received the needle stick. She stated the needle was slightly protruding from the hub. She saved the needle/syringe. The needle is currently not protruding from the end of the syringe. Unsure if the needle gradually retracted? We have had multiple reports of the vaccine leaking between the needle and the blue end cap on top of the syringe. Our nurses have stated approximately 6 reports of the needle not retracting at all. Per complaint details: we have had multiple complaints related to a bd needle/syringe (#305271) that does not retract quickly. This has resulted in a second nurse receiving a needle stick from a contaminated needle after administering a covid vaccine. The needle was not fully retracted.

Manufacturer narrative:
H6: investigation summary one photo of a loose 3ml integra syringe was received and evaluated. It was observed the plunger rod was fully depressed and the retraction mechanism was activated. The cannula appeared to be fully contained inside as expected. One loose decontaminated integra syringe was received. The sample was visually evaluated. The plunger rod¿s thumb rest was correctly level with the flange shroud. The cannula was observed to be inside the barrel along with the spring, indicating correct retraction activation. No defects were observed in the returned sample. The reported defect was not identified in the samples received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb had a needle retraction failure the following information was provided by the initial reporter: material no.: 305271 batch no.: unknown it was reported that needle does not retract quickly, causing two needle stick injuries. (B)(6) 2021 response: the 1st needlestick occurred on (B)(6) 2021 and the 2nd needlestick occurred on (B)(6) 2021. On both occasions the nurses were evaluated by medical providers and labs were obtained. The nurse reported on (B)(6) 2021 that she fully engaged the safety device after administering the covid vaccine in a mass immunization clinic. She placed it in her work apron until she could walk back to the sharps box. When she pulled it out of her work apron, she received the needle stick. She stated the needle was slightly protruding from the hub. She saved the needle/syringe. The needle is currently not protruding from the end of the syringe. Unsure if the needle gradually retracted? O we have had multiple reports of the vaccine leaking between the needle and the blue end cap on top of the syringe. O our nurses have stated approximately 6 reports of the needle not retracting at all. Per complaint details: we have had multiple complaints related to a bd needle/syringe (#305271) that does not retract quickly. This has resulted in a second nurse receiving a needle stick from a contaminated needle after administering a covid vaccine. The needle was not fully retracted.